Manufacturer narrative:
A review of the mfg documentation of the devices found no anomalies or deviations potentially related to the event occurred during mfg. A review of sterilization records found them to be satisfactory.

Event description:
A report was received that the pt underwent a lead revision due to the lead eroding from the pt's skull. The lead was buried deeper.